Event description:
A multi-purpose on-off flushing valve, (medium pressure) was implanted twice with two different valves in the same pt. The valves would not stay closed. The third valve seemed to work properly. Then on (B)(6) 2013, the pt was seen in the clinic and the third valve didn't appear to be closing.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.